Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection they confirmed the nose/tip of the device is cracked. The instructions for use (IFU) does state the following: (rev 99-1033_fj) with warnings given: "do not use an instrument that fails to meet the criteria stated in the labeling or that has been damaged. Damage may result in the loss of the entire ceramic tip or fragments of the ceramic tip. If there is evidence of charring, burn spots, chips or cracks in the ceramic tip or surrounding area, do not use." (Page 4) ; and "always keep sheaths parallel to one another when assembling and disassembling. If the inner sheath is inserted or removed at an angle to the outer sheath, the lateral force applied to the inner sheath may crack, loosen, break, or otherwise damage the sheath¿s insulated distal tip. A broken tip, or fragments of a damaged tip, can potentially pass through the outer sheath and into the patient. If drag or resistance is encountered during assembly or disassembly, stop¿align working element and sheath parallel to one another before proceeding." (Page 14) the DHR was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The reported event is likely due to design however with the product identifiers were not provided and root cause is unable to be determined. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the inner sheath tip broke on their cf resectoscope inner sheath, 25fr. Attempts to retrieve additional information from the customer are in progress. There were no reports of death, harm or injuries related to this event.

Event description:
The issue was discovered during preparation for use and the procedure was completed with another device. No consequences on patient.

Manufacturer narrative:
This report is being submitted for additional information obtained from the customer.